Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), menstrual disorder ("unusual periods"), dysmenorrhoea ("severe menstruation pain") and uterine leiomyoma ("fibroids in her uterus"). The patient was treated with surgery (hysterectomy to remove the essure device and ablation). Essure (ess205) was removed in (B)(6) 2013. At the time of the report, the abdominal pain, genital haemorrhage, abdominal pain lower, menstrual disorder, dysmenorrhoea and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, genital haemorrhage, menstrual disorder and uterine leiomyoma to be related to essure (ess205). Diagnostic results: hysterosalpingogram: essure coils were properly in place and that her fallopian tubes were occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping"), genital haemorrhage ("excessive bleeding") and uterine haemorrhage ("intrauterine bleeding") in an adult female patient who had essure (ess205) (batch no. 626285) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included gilbert's syndrome, vertigo, gastroesophageal reflux disease, irritable bowel and hiatal hernia. Concomitant products included pantoprazole (protonix). In (B)(6) 2007, the patient had essure (ess205) inserted. In 2011, the patient experienced back pain ("lower back pain"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menstrual disorder ("unusual periods"), dysmenorrhoea ("severe menstruation pain") and uterine leiomyoma ("fibroids in her uterus"). The patient was treated with ibuprofen, surgery (partial hysterectomy to remove the essure device, ablation) and surgery (hysterectomy to remove the essure device and ablation). Essure (ess205) was removed in (B)(6) 2013. At the time of the report, the abdominal pain lower, genital haemorrhage, uterine haemorrhage, abdominal pain, back pain, menstrual disorder, dysmenorrhoea and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, genital haemorrhage, menstrual disorder, uterine haemorrhage and uterine leiomyoma to be related to essure (ess205). Diagnostic results: hysterosalpingogram: essure coils were properly in place and that her fallopian tubes were occluded. On (B)(6) 2013, endo vaginal pelvic sonogram revealed fibroid and likely benign cystic uterine change. 2. Indistinctly defined endometrium, perhaps related to prior ablation. 3. Global uterine enlargement, it is not clear that the observed fibroid accounts for tha full degree of enlargement. 4. Ovaries within normal limits. On 05-aug-2013, enlarged boggy uterus. Normal tubes and ovaries. Normal upper abdomen. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping"), genital haemorrhage ("excessive bleeding") and uterine haemorrhage ("intrauterine bleeding") in an adult female patient who had essure (ess205) (batch no. 626285) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included gilbert's syndrome, vertigo, gastroesophageal reflux disease, irritable bowel and hiatal hernia. Concomitant products included pantoprazole (protonix). In (B)(6) 2007, the patient had essure (ess205) inserted. In 2011, the patient experienced back pain ("lower back pain"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menstrual disorder ("unusual periods"), dysmenorrhoea ("severe menstruation pain") and uterine leiomyoma ("fibroids in her uterus"). The patient was treated with ibuprofen, surgery (partial hysterectomy to remove the essure device, ablation). Essure (ess205) was removed in (B)(6) 2013. At the time of the report, the abdominal pain lower, genital haemorrhage, uterine haemorrhage, abdominal pain, back pain, menstrual disorder, dysmenorrhoea and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, genital haemorrhage, menstrual disorder, uterine haemorrhage and uterine leiomyoma to be related to essure (ess205). Diagnostic results: hysterosalpingogram: essure coils were properly in place and that her fallopian tubes were occluded. On (B)(6) 2013, endo vaginal pelvic sonogram revealed fibroid and likely benign cystic uterine change. 2. Indistinctly defined endometrium, perhaps related to prior ablation. 3. Global uterine enlargement, it is not clear that the observed fibroid accounts for tha full degree of enlargement. 4. Ovaries within normal limits. On (B)(6) 2013, enlarged boggy uterus. Normal tubes and ovaries. Normal upper abdomen. Most recent follow-up information incorporated above includes: on 27-jun-2018: pfs received. New events added- intrauterine bleeding and lower back pain. Lab data added. Concomitant conditions added. Lot number added. Incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.